Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. The noise was reproducible. The lead was capped and replaced. The patient was stable.

Event description:
New information revealed that the patient presented in the cath lab for this event.